Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when device was implanted. Device has not been reportedly explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that the reported product was successfully implanted to a patient at l3-l4 for healing of spondylolisthesis on (B)(6) 2015. It was reported by a sales rep that the cage was halfway to posteriors backing out on (B)(6) 2015. No severe commodities such as paralysis was reported. The reconstruction surgery was expected on (B)(6) 2015 by mean of extraction or replacing of the cage. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The explant procedure was scheduled for (B)(6) 2015. It is unknown if the procedure was performed as planned. Exact date of post-operative device movement (back-out) is unknown; however, the issue reportedly occurred between (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.